Event description:
It was reported that, during surgery, the q-fix knotless anchor was implanted in the patient, but it was not holding tension as it should. The surgeon was easily able to slide the repair suture back and forth at will with little force on the repair suture. The anchor was left securely embedded into the patient's bone. Additionally, a back-up device was used in a newly drilled bone hole, and it worked to fix the problem of the first anchor. The bone hole was prepared with a q-fix curved guide and a flexible drill, and cleared of all debris prior insertion. There was a delay of 10 minutes, and no further complications were reported. Patient is currently in post op.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.